Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The lot was manufactured between june 19, 2018 - june 20, 2018. One sample was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was returned for evaluation and was observed to be leaking from the middle port . There was no patient involvement. No additional information is available.